Manufacturer narrative:
Concomitant product(s): a 8253200: nim patient interface response 3.0, serial # (B)(4), lot # 210021763, manufactured date ¿ aug/20/2015, 510(k) # k083124, UDI # (B)(4). A 8220325: nim muting probe, unknown lot number, unknown manufactured date, 510(k) # k083124. The nim mainframe (product # 8253001), nim patient interface (product # 8253200) and the nim muting probe (product # 8220325) were returned for evaluation. Evaluation of the nim mainframe (product # 8253001) could not duplicate customer's issue of not working properly. Evaluation found no fault with the device. As a precautionary measure the device was placed in the burn in for 24 hours to observe any failures, the unit never failed. The device tested to manufacturer product specifications and returned to the customer. Evaluation of patient interface (product # 8253200) could not duplicate customer's issue of not working properly. Evaluation found that the device had a loose cable clip, the wave washers were replaced. The device tested to manufacturer product specifications and returned to the customer. Evaluation of the muting probe (product # 8220325) indicated that unit had a broken ferrite and could not be repaired. The device was scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that pre-operative the device was not working properly. There was no patient impact. Multiple attempts to obtain additional information for this reported event have been unsuccessful.